Event description:
During initial inflation of 4mm balloon in the aortic valve, the balloon burst, as the inflation device atmospheric pressure indicator inaccurately displayed an under-inflation amount of pressure.